Manufacturer narrative:
Refer to separate medwatch report #2017233-2017-00420 that was submitted for the intervention performed on (B)(6) 2017. (B)(4). The lot number of the gore sheath was not provided. Therefore, a review of the manufacturing records could not be performed and the UDI number is not available. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2017 indicate the patient underwent ¿thoracic endovascular aortic repair via left femoral artery incision and angiogram via right femoral artery puncture¿ for treatment of a ruptured thoracic aortic aneurysm. The records indicate a conformable gore® tag® thoracic endoprosthesis and gore® dryseal sheath were used during the procedure. The records state: ¿a micropuncture technique was used to cannulate the right common femoral artery a 6 french sheath was inserted followed by a bentson wire and a marker pigtail catheter. An incision made overlying the left femoral vessels and dissection done at the femoral vessels mosquito clamp a micropuncture technique used to cannulate the artery to perclose were placed but not cinched tight and a 9 french sheath was inserted. Thoracic aortography was obtained this identified the area of rupture. It was contained. [P]atient was then administered 6000 units of heparin and via the left femoral artery wire a 20 french sheath was advanced under fluoroscopic vision. Through this sheath a 26 mm x 10 cm stent graft was placed at its center at the area of rupture. It was then deployed.¿ the (B)(6) 2017 records further state: ¿repeat angiography was obtained. The 20 french sheath was then withdrawn and the left iliac arteriogram was obtained to ensure that I did not rupture the iliac artery which I did not. The sheath was then removed 1 of the perclose sutures failed the other was pulled tight over a wire. With the sutures still intact a 8 french angio-seal was used to close the remainder of the arteriotomy and this worked successfully. Pressure was held on this area for 10 more minutes.¿ ¿patient had palpable dorsalis deis pulses at completion of procedure both groin wounds were closed with subcuticular biosyn sutures. Ster-strips were placed on the skin. Sterile dressings were applied. [T]he patient was extubated in the operating room and moving all 4 extremities.¿ the (B)(6) 2017 records indicate the following findings: ¿left iliac angiogram: there is no evidence of extravasation or dissection.¿ operative records dated (B)(6) 2017 indicate the patient underwent ¿thoracic angiogram tevar via left femoral artery cutdown and right femoral artery puncture, left femoral artery interposition saphenous vein graft, left popliteal embolectomy left lower extremity angiogram.¿ the records indicate a conformable gore® tag® thoracic endoprosthesis and 22 fr gore® dryseal sheath were used during the procedure. The (B)(6) 2017 operative report states: ¿attention then turned to left groin. Micropuncture technique was used to cannulate the left common femoral artery a 6 french sheath was inserted which was exchanged for two perclose devices which were not pulled tight. A 9 french sheath was inserted and then a amplatz superstiff wire was placed into the thoracic aorta. A 22 french sheath was exchanged for a 9 sheath over a amplatz superstiff wire. Patient was administered heparin. I should note that I had some difficulty advancing the sheath through the femoral artery and iliac artery. The previously placed stent graft was identified on fluoroscopy. And aortogram in the thoracic aorta is obtained this revealed a leak from through [sic] the graft. This was consistent with what was seen on CT scan. A 2nd thoracic stent graft was placed within the 1st. This post dilated with a tri lobe balloon. Repeat angiography revealed this area that was seen to be leaking to be gone. The sheath was removed after the dilator was replaced. This was somewhat tight. Puff angiography was obtained while removing the sheath sheath [sic]. [T]he left femoral sheath was then removed and the perclose were pulled tight.¿ according to information provided to gore, the difficulty noted during advancement and withdrawal of the 22 fr gore® dryseal sheath was caused by the patient¿s small left access vessels. The (B)(6) 2017 further state: ¿upon removal was noted that there was no pulse within the femoral artery. A left femoral arteriogram was obtained via the right femoral sheath and pigtail. This revealed sluggish flow an occlusion at the femoral artery. At this point a cutdown left femoral artery was performed hematoma from the previous case earlier in the week was evacuated. The femoral artery was found be pulses [sic]. Circumferential control was obtained proximally and distally. The profunda femoris artery was also controlled in this manner. The longitudinal arteriotomy was performed on the common femoral artery through the puncture site and perclose. It was quickly obvious that there had been a dissection. This dissection extended into the iliac artery. The dissection flap was removed. This restored good inflow. I should note that the artery was significantly damaged that I felt a reconstruction was warranted. The saphenous vein was harvested. It was then spatulated in a manner to match the femoral artery. The macerated femoral artery was then excised and good healthy clean arterial edges were left in place. The vein graft was spatulated in a manner to match both arteriotomies. An interposition graft was performed with 5 0 prolene. Flow was then restored. Clamps removed. Good signals were auscultated within the graft as well as a good strong pulse.¿ according to information provided to gore, the hematoma occurred as a result of obtaining percutaneous access during the initial procedure with continued wound seepage. It was also reported to gore that the dissection of the left common femoral artery was related to the difficulty advancing and withdrawing the 22 fr gore® dryseal sheath within the patient¿s small left access vessels. According to the report, the hematoma was not related to the reported dissection. The (B)(6) 2017 records continue: ¿the foot was then checked below the drapes and found to be pulses [sic]. At this point a micropuncture used to cannulate the proximal common femoral artery and left lower extremity angiography was obtained. This revealed a filling defect in the popliteal artery. This is consistent with a thromboembolism. A longitudinal arteriotomy was made distal to our vein graft in the superficial femoral artery. A 4 fogarty embolectomy catheter was passed down to below the knee. This was withdrawn and clot in both atheromatous [sic] was removed. This consistent with the dissected iliac or femoral artery. This was repeated until no more debris was removed. Good black [sic] bleeding was obtained. The arteriotomy was closed with 5 0 prolene. Repeat angiography revealed 3 vessel runoff to the foot. At this point the wound was evacuated of blood and hematoma. A 10 foot at a jp drain was placed. The wound was then closed interrupted 2 0 vicryl on the femoral sheath and on the subcu. Staples were then placed on the skin as well as prevent a dressing [sic]. Patient tolerated procedure well but remained intubated on route to the ICU.¿ according to the information provided to gore, the patient does not have a history of embolic events. The thromboembolism was reported to be related to the dissection of the left common femoral artery. Operative records dated (B)(6) 2017 indicate the patient underwent ¿incision, drainage and washout of left groin wound. Excisional debridement of left groin wound (skin and subcutaneous tissues). Wound vac application¿ for treatment of a ¿postoperative wound infection.¿ the records state the patient ¿¿recently underwent endovascular repair of a thoracic aneurysm. During her repair, the left common femoral artery was reconstructed with a saphenous vein interposition graft. She was admitted with dehiscence of her left groin wound.¿ the (B)(6) 2017 records further state: ¿inspection of the wound revealed superficial dehiscence and nonviable skin edges medially and laterally.¿ ¿the wound was opened and an abundant amount of straw-colored watery fluid was noted from the medial and inferior aspects of the wound. The fluid was swabbed and sent for culture. No pus or order [sic] was noted. Nonviable skin and subcutaneous tissues were excised using combination of scalpel and scissor dissection. The vein graft was palpable deep in the wound, but was not exposed. The wound was pulse irrigated with normal saline containing polymyxin and bacitracin.¿ ¿the wound measured 12 cm in length, 4 cm in width, 3 cm in depth, with 6 cm of undermining inferiorly and medially. A black wound vac sponge was cut and placed within the wound. An occlusive dressing was applied followed by a track pad. The vac device was activated, and a good seal was noted.¿ ¿the patient tolerated the procedure without difficulty.¿ it is unclear from the medical records if an infection of the left access wound was identified. Records detailing the results of the fluid culture taken during the (B)(6) 2017 procedure were not provided. According to the gore® dryseal sheath instructions for use (IFU), the 20 fr sheath has an outer diameter of 7.5 mm, and the 22 fr sheath has an outer diameter of 8.3 mm. The medical records provided indicate the 20 fr gore® dryseal sheath on (B)(6) 2017 and the 22 fr gore® dryseal sheath were both advanced via the patient¿s left side. According to the pre-implant images provided, the patient¿s left common iliac artery diameters ranged from 6.5 to 9.2 mm, while the left external iliac artery diameters ranged from 5 to 6.8 mm. The IFU states: "adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result." "If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result." The IFU also states that adverse events that may occur and/or require intervention include, but are not limited to hematoma; embolization (micro or macro) with transient or permanent ischemia; infection; and vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). The IFU also states that additional considerations for patient selection include but are not limited to: patient¿s age and life expectancy; co-morbidities (e.g., cardiac, pulmonary, renal); and patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2017, the patient underwent emergent repair of a ruptured thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. It was reported a 20 fr gore® dryseal sheath was used to access the left femoral artery during the procedure for delivery of the endoprosthesis. According to the report, there were no reported issues with the patient¿s access vessels during the implant procedure, and there was nothing abnormal about the patient¿s access vessel anatomy. However, it was reported the patient's aorta was fragile and friable. On (B)(6) 2017, a computerized axial tomography (cat) scan reportedly revealed a suspected type iii endoleak due to graft hole. It was reported that later that day, an additional procedure was performed whereby an additional conformable gore® tag® device was implanted to reline the existing stent graft. According to the report, a 22 fr gore® dryseal sheath was used to again access the left femoral artery for delivery of the endoprosthesis. It was reported the patient experienced a post-operative wound complication. According to the report, the groin complication was caused by dehiscence of the left access vessel wound. It was reported that on (B)(6) 2017, an additional procedure was performed for placement of a wound vac. It is unknown if infection of the wound was identified during the procedure. According to the report, no additional procedures have been performed for treatment of the wound, and the patient¿s wound complication was reported to have resolved on an unknown date.

Manufacturer narrative:
Refer to separate medwatch report #2017233-2017-00420 that was submitted for the intervention performed on (B)(6) 2017. Refer to medwatch # 2017233-2018-00196 that was submitted regarding a fistula, infection, and explant of the devices. Added additional medical history. Added additional medications. Date received by MFR: corrected date. Added summary of additional pertinent medical records received. A lot number for the gore® dryseal sheath was not provided in the medical records. (B)(4). Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: notes from a second interpretation of a CT of the chest dated (B)(6) 2017 states the following: ¿¿s/p tevar; now with possible aorto-esophageal fistula.¿ ¿pertinent prior intervention: tevar on (B)(6) 2017 for mycotic descending aortic aneurysm rupture, taken back on (B)(6) for repair of endoleak. Patient also had right thoracentesis from pleural effusion of unknown etiology during admission.¿ ¿postsurgical changes in the left groin, consistent with history of wound infection, with several collections remaining, measuring up to 2.4 cm in diameter." Operative records dated (B)(6) 2017 indicate the patient underwent the first stage of the esophageal fistula correction. The (B)(6) 2017 records state: ¿the patient is a complex and critically ill woman transferred urgently from another hospital with tracheoesophageal fistula. This was demonstrated by air around the graft and a mucosal defect seen on esophagogastroscopy. The patient had the stent endograft done in september. She developed an infection of her groin incision that required wound vac and ultimately grew mrsa.¿ the (B)(6) 2017 procedure notes state: ¿adhesions were taken down in the abdomen¿the infrarenal aorta was exposed. It was even worse than we anticipated in terms of its calcification. The iliacs were similarly bad and very small.¿ a physician note dated 11/16/2017 states: ¿the patient is a 71 y/o with a aaa which was repaired by tevar (B)(6) but the post-op course was complicated by a leak. The tevar was revised (B)(6) and cultures of the site obtained at the time of the procedure were negative; though the patient had been receiving antibiotics. The patient subsequently continued antibiotics but was re-hospitalized 9/5 due to dehiscence of the left groin incision used for the tevar. An I&d was performed 9/7 and noted a loculated fluid collection. Culture from the superficial aspect of the wound showed pseudomonas and c.albicans. The patient was continued on a variety of broad spectrum antibiotics covering these pathogens. On (B)(6), the patient developed back pain, nausea, vomiting and hematochezia. A cta revealed an apparent esophago-aortic fistula¿¿ according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with mycotic aneurysms. According to the gore® dryseal sheath instructions for use (IFU), the 20 fr sheath has an outer diameter of 7.5 mm, and the 22 fr sheath has an outer diameter of 8.3 mm. The medical records provided indicate the 20 fr gore® dryseal sheath on (B)(6) 2017 and the 22 fr gore® dryseal sheath were both advanced via the patient¿s left side. According to the pre-implant images provided, the patient¿s left common iliac artery diameters ranged from 6.5 to 9.2 mm, while the left external iliac artery diameters ranged from 5 to 6.8 mm. The IFU states: "adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result." "If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result." The IFU also states that adverse events that may occur and/or require intervention include, but are not limited to hematoma; embolization (micro or macro) with transient or permanent ischemia; infection; and vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). The IFU also states that additional considerations for patient selection include but are not limited to: patient¿s age and life expectancy; co-morbidities (e.g., cardiac, pulmonary, renal); and patient¿s anatomical suitability for endovascular repair.